Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had high blood glucose of 390 mg/dl and was 518 mg/dl during phone call. Customer's high blood glucose was treated with bolus wizard and manual injection. Customer reported that high blood glucose began on (B)(6) 2016. It was reported that insulin pump was not delivering insulin even after changing infusion set four times. Customer did not go to the hospital and did not contact healthcare professional. Customer had no symptoms of high blood glucose, except thirst. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. It was reported that drive support cap appeared normal. It was reported that there were no leaks or air bubbles; there were no site or insulin issues; and settings were correct. Customer did not have tubing clamp. Caller was advised to change infusion set, reservoir and insulin and to treat high blood glucose per healthcare professional's recommendation and to call back when in receipt of tubing clamp.